Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned and visual inspection was normal. Interrogation of the device revealed it was above elective replacement indicator (eri) when received. The cause of infection could not be traced to the device.

Event description:
It was reported that the patient presented with pocket erosion and an unspecified infection. The physician explanted and replaced the pacemaker. The patient was in stable condition.

Manufacturer narrative:
Correction: the correct statement in section b5 should have been "it was reported that the patient presented with pocket erosion and an unspecified infection. The physician explanted and replaced the pacemaker. The patient was in stable condition.", rather than "it was reported that the patient presented with pocket erosion. The physician explanted and replaced the pacemaker. The patient was in stable condition." The correct explant date should have been (B)(6) 2023, rather than (B)(6) 2023.

Event description:
It was reported that the patient presented with pocket erosion. The physician explanted and replaced the pacemaker. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.